Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to patient/procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted in the center of the valve, reducing the mr to 2. A small lateral and medial jet remained; however, the result was considered successful. On an unknown date, it was found that the mr had increased to 3. The patient remained symptomatic with the pre-existing symptoms. The initial clip was confirmed to stable on both leaflets. It was believed that the increased mr was due to the difference in hemodynamic conditions under intra-procedure anesthesia and in-hospital optimal drugs, both during initial procedure and re-intervention. While not under medication, the mr was exposed. On (B)(6) 2017, a second mitraclip procedure was performed. One clip was implanted, reducing the mr to <1, with a successful outcome. No additional information was provided.